Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having bent cannulas with infusions sets. The customer reported experiencing high blood glucose levels of 400mg/dl. The customer did not give more details of high blood glucose levels or how they were treated. No further details.